Event description:
It was reported that at the first refill, the reservoir was empty. The pump was filled and the bolus pathway was flushed. When the pt returned for a refill 14 days later there was still 30ml in the reservoir. The bolus pathway was flushed and appeared to be patent. The pt returned again 18 days later for another refill and there was still 30ml in the reservoir. After a dye study was performed that showed no kink in the catheter, the pump was scheduled for explant.